Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: a visual and functional assessment was performed: the following steps failed: general condition leakage test using bubble emission technique check the cannulation of hand piece check for mechanical free moving check for sticky triggers check roundness of housing check for wear on housing check general function of device. During service/repair the following was observed: handpiece totally seized up, housing deformed, trigger not smooth and cannulation failed. During the service evaluation the following failures were identified: functional: jammed/seized internal finding: leak tightness test failure visual: deformed/bent - housing functional: moving parts do not move smoothly - trigger. Conclusion: failure reported is confirmed root cause: improper maintenance action: return unrepaired.

Event description:
It was reported that during service and evaluation, it was determined that the battery handpiece device had a sticky trigger. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2025. All available information has been disclosed.